Event description:
Customer is reporting burned patients: an issue reported in (B)(6) and serviced on august 9. The initiator of the complaint is unsure if this is the same patients or new patients. They are asking for clarification. The scheduling can take place if this is a new incident. According to facility representative burns happened to new patients, but due to the fact that no incident forms were sent to lumenis for clinical evaluation, so lumenis is treating this issue as single complaint for one patient.

Manufacturer narrative:
Lumenis received an adverse event report on a patient who sustained burn following treatment by splendor x device. Lumenis investigated the reported event by contacting the user facility directly. Attempts by emails and phone calls have been made to obtain; patient treatment settings, patient information, patient photo. The previous similar issue was reported on (B)(6) and service engineer visited and tested the machine on august 9. The device was found in proper working conditions. This issue opened on september 3. An examination of the subject device was performed by lumenis service engineer. He visited the facility on september 22 and tested the device for safety. He checked the power output upon arriving and found nothing unusual there. The power output of yag, alex, and combined yag/alex are all 3 within manufacturer specifications. Ce then performed a visual inspection of the fiber and tips and found no problems with either of them. According to the information received there is no malfunction found on a system. Device malfunction wasn't the suspected cause of the adverse event. The system ga-5000000:(B)(4) was installed on (B)(6) 2021. Clinical evaluation wasn't performed, since no incident form or photos were sent to lumenis. Lumenis tried several times to achieve more information from the customer, but the customer didn't respond. There is no additional information regarding the system that can help to understand the root cause of the adverse event. Because of the lack of information (no incident form received) lumenis is reporting the event in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted. Lumenis has informed the legal manufacturer, bios, regarding this adverse event, and has sent them all the relevant information.